Event description:
The facility reported a colleague infusion pump with a user interface module (uim) board problem. This event occurred upon power up in the "med surge" department. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.03.00. A service history review revealed that this device has not been previously serviced for the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with user interface module (uim) board problems was not confirmed or reproduced during product evaluation. The root cause was not identified. The device was returned unrepaired. There were no upgrades/repairs performed on this device. Service was unable to verify functionality of the device due to estimate refusal by customer. Should additional information be received, a follow-up medwatch will be submitted.